Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was originally reported that the hcp believed there was an infection at the ins site which may have been a result of the pressure used when the patient would recharge. However, after a follow up appointment, it was determined that there was no infection. The hcp confirmed once they opened up the incision that it was likely due to the patient being a diabetic and having very slow wound healing issues and due to the sutures coming out sooner than they should have. This likely caused the incision to open back up in one spot. The patient was re-sutured on (B)(6) 2018 and that resolved the issue. No further patient complications were reported as a result of this event.